Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump passed the displacement test. No motor error alarms could be confirmed due to the loose drive support disk alarm. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corner, scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a stained end cap sticker.

Event description:
Customer reported a motor error alarm. The blood glucose reading is 217 mg/dl. Nothing further reported.